Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('massive perforation') and endometrial cancer ('endometrial cancer') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), adenomyosis ("adenomyosis"), pelvic pain ("sever chronic pain") and thyroid disorder ("shut down my thyroid") and was found to have endometrial cancer (seriousness criterion medically significant) and weight increased ("weight gain in excess of 70 lbs"). At the time of the report, the perforation, endometrial cancer, adenomyosis, thyroid disorder and weight increased outcome was unknown. The reporter considered adenomyosis, endometrial cancer, pelvic pain, perforation, thyroid disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media : massive perforation, adenomyosis , endometrial cancer, ,sever chronic pain ,,shut down my thyroid, weight gain in excess of 70 lbs. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('massive perforation/my left coil sticking out of the middle of fallopian tube') and embedded device ('the right coil was deeply embedded in the uterine wall') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), adenomyosis ("adenomyosis"), pelvic pain ("sever chronic pain"), thyroid disorder ("shut down my thyroid"), endometriosis ("endometriosis"), abdominal pain ("shooting pains from abdomen down my leg") and pain in extremity ("shooting pains from abdomen down my leg") and was found to have endometrial cancer ("endometrial cancer") and weight increased ("weight gain in excess of 70 lbs"). The patient was treated with surgery (hysteroctomy). Essure was removed. At the time of the report, the perforation, embedded device, endometrial cancer, adenomyosis, thyroid disorder, weight increased, endometriosis, abdominal pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, adenomyosis, embedded device, endometrial cancer, endometriosis, pain in extremity, pelvic pain, perforation, thyroid disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media : massive perforation, adenomyosis , endometrial cancer, ,sever chronic pain ,,shut down my thyroid, weight gain in excess of 70 lbs. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- fu 3 and fu 4 proceeded together new events the right coil was deeply embedded in the uterine wall, endometriosis were added. Reporter was added. On 20-mar-2020: social media received- fu 3 and fu 4 proceeded together new event shooting pains from abdomen down my leg were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('massive perforation') and endometrial cancer ('endometrial cancer') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), adenomyosis ("adenomyosis"), pelvic pain ("sever chronic pain") and thyroid disorder ("shut down my thyroid") and was found to have endometrial cancer (seriousness criterion medically significant) and weight increased ("weight gain in excess of 70 lbs"). At the time of the report, the perforation, endometrial cancer, adenomyosis, thyroid disorder and weight increased outcome was unknown. The reporter considered adenomyosis, endometrial cancer, pelvic pain, perforation, thyroid disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media : massive perforation, adenomyosis , endometrial cancer, ,sever chronic pain ,,shut down my thyroid, weight gain in excess of 70 lbs incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.